Manufacturer narrative:
UDI #: (B)(4). System was check after the reported event and the system meets amo specs. Applications support manager (asm) was giving surgery support during the surgery of this patient. She reported that she gelled the system and performed z calibration prior to surgery on (B)(6) 2016. Delta z = 0 at 100 um, 200 um, 300 um, and 400 um. No change done to the z calibration. The 3rd gel: 1.50 uj (energy) and 9/9 raster spot/line with 25 percent melt. Environmental conditions were checked at temperature at 67f degrees and humidity at 27%. Asm optimized intralase surgical settings and surgeon performed 18 ilasik treatments during her visit on (B)(6) 2016. Account reported that no dlk was seen on the last 2 surgery dates of (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported to applications support specialist that patient presented with dlk (diffuse lamellar keratitis) 1 day post ilasik treatment in both eyes. Date of surgery is (B)(6) 2016. Dlk grade not provided. Prednisolone acetate 1% eye drops were increased to every hour through (B)(6) 2016. Uncorrected visual acuity (ucva) was 20/20 in both eyes at 1 day post op visit. During follow up it was reported that dlk resolved on (B)(6) 2016 which was their 1 week post op visit. Patient post op ucva 20/20 or better. No loss in vision reported.